Manufacturer narrative:
Qc was within the established ranges prior to this event. One result of qc after the event was suppressed with initial rate low error message. A bci field service engineer (fse) replaced the reagent tri-continent pump. Although a hardware issue was addressed, the root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant duplicate glucose (glucm) results generated by unicel dxc 800 synchron clinical system for six patient samples. The results were confirmed on another instrument prior to reporting, and the erroneous results were not reported out of the laboratory. There was no effect to patients or user.